Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. The instruction manual warns users: "always keep sheaths parallel to one another when assembling and disassembling. If the inner sheath is inserted or removed at an angle to the outer sheath, the lateral force applied to the inner sheath may crack, loosen, break, or otherwise damage the sheath's insulated distal tip." If additional information or if the device is received at a later time, this report will be supplemented.

Event description:
Olympus was informed that during a diagnostic cystoscopy procedure, while removing the sheath the ceramic tip broke off the device and fell into the patient's bladder. The device fragments were removed with a grasper through the resectoscope. There was no x-ray performed. The intended procedure was completed with a similar device. There was no patient injury reported. Olympus followed up with the user facility to obtain additional information regarding the reported and was informed that the device was inspected prior to the procedure with no anomalies found. The device is steam sterilized.